Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(6). This case involves a (B)(6) female patient who received her last treatment of poly-l-lactic acid (sculptra) on (B)(6) 2008 for periorbital pigmentation. Relevant medical history and concomitant medication information were not mentioned. The patient reported that she could not notice any results with poly-l-lactic acid therapy. She also mentioned that on an unspecified date, she presented with a nodule at the application site. Event outcome is unk. Per our affiliate, no contact information was provided by the reporter; therefore, no additional information is expected. A ptc (pharmaceutical technical complaint) has been initiated; (B)(4). Reporter's causality assessment: not provided.

Manufacturer narrative:
Additional information received on 06/17/2008: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.